Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient's implantable device was emitting tones due to an out-of-range pacing impedance measurement greater than 2000 ohms on the atrial channel. Additionally, high thresholds and noise were observed. It was requested that the beeper be programmed off; however, a physician was not present at the follow up visit so the patient will return to determine if this atrial lead will be programmed off and if tachycardia discriminators need to be adjusted. Presenting electrograms demonstrated non-physiologic potentials during isometrics. The patient does not require pacing in either chamber. The system remains in service and no adverse patient effects were reported.